Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by svc report that the bed would not raise or lower because the motion interrupt pan was broken and had been jammed against the cherry switch which stopped the bed from raising or lowering. It is unk if there was pt involvement, however, no adverse consequences are reported.